Event description:
It was reported that premature battery depletion was observed. At a previous follow up the battery voltage was within normal range. Three months later, the battery was found to be at eri. It was also noted that the patient has a history of atrial fibrillation with rvr for which inappropriate therapy was delivered. Device remains implanted and replacement was recommended.